Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at spnc, thus the drug information is noted below: brand name: stellarex 0.035 otw drug-coated angioplasty balloon. Common name: paclitaxel drug, 3.9 mg. Therapy date: (B)(6) 2018. The stellarex 0.035¿ otw drug-coated angioplasty balloon is indicated for the treatment of de-novo or re-stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Lot #: fxx16h03a, expiration date: 08/11/2018, UDI #: (B)(4), report source: foreign- (B)(6) / study name: (B)(6) - patient ID #(B)(6). PMA 510(k): PMA number is not applicable. The device is commercial product with a ce mark. Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, three stellarex catheters were used to treat the target lesion of the left proximal, mid, and distal sfa and the proximal popliteal. Approximately one week post index procedure, the patient experienced an occlusion. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.